Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It as reported that the infusion site appeared to be leaking. Customer's blood glucose level elevated to over 500 mg/dl. Customer administered manual injections to address elevated blood glucose levels. Customer changed the infusion site and the reported issue resolved. Bg levels lowered to customer's target range.